Event description:
It was reported that during the ablation procedure, this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks due to electromagnetic interference (emi). At this time, this device remains in service and no additional adverse patient effects were reported.